Event description:
It was reported that 24 hertz and 24 watts, double pulse, the laser output energy is 82 watts where it should only be 24 watts. The problem was discovered during routine pre-operation laser output tests to verify fiber output energy prior to surgery. This was performed by a hosp technician. No injuries were reported.